Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020 in the 2nd hospital of (B)(6) medical, the staple was found jamming during the process of suture in orthopaedic surgery on the patient. Changed to a new one and it worked.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. The sample had a partially engaged trigger. Visual examination of the stapler revealed that the sample was returned with the staples misaligned. The stapler was returned with 38 staples left in the cover block. The sample appears used as there was biological material found on the device. In order to complete functional inspection, hand pressure was applied to the trigger to complete the trigger cycle. An attempt to fire staples was made by engaging the trigger again. Upon engagement, no staple fired from the device. Several more attempts were made, but no staples fired. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was opened to further investigate jamming and misfire issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate jamming and misfire issues. The reported complaint of "misfire/jamming" was confirmed based upon the sample received. The sample was returned with the staples in the device misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing properly. No other defects or anomalies were found. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate jamming and misfire issues.

Event description:
It was reported that on (B)(6) 2020 in the 2nd hospital of (B)(6) the staple was found jamming during the process of suture in orthopaedic surgery on the patient. Changed to a new one and it worked.